Event description:
On (B)(6) 2012, it was reported that the pt had hypoglycemia on (B)(6) 2012 and fainted during her lunch break at work. The following day, she went to the hospital, but was not given any medication. On (B)(6) 2012, she went to the hospital again with hypoglycemia. She was hospitalized for three days. During that time she was given a glucose serum and pure glucose. The pt thinks the infusion device is delivering an inaccurate amount of insulin. Before being hospitalized, the pt's blood glucose level was as low as 27 mg/dl and as high as 418 mg/dl. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained with this report is that is available at this time. If further info is obtained, it will be provided in the supplemental report.